Manufacturer narrative:
Additional medwatch information provided. Additional information provided: date of event. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's sus voluntary event report from FDA, which states " carefusion alaris 8100 IV pump was set to infuse IV nitroglycerin at 9 cc per hour, but w/o warning, medicine free flowed through pump with patient getting 100 cc in a short period of time. There was no obvious outward signs of damage to the pump. No adverse impact to this patient, but could have been life threatening. We were able to replicate the free flow incident multiple times with this pump. Biomed found internal damage to the pump. Biomed report states, I replaced channel platen asby, bezel asby, rear case asby a d male iui connector 2 passed performance verification using vendor software program 3 return to service. "

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a nitroglycerin infusion (1000 ml bag), was expected to infuse at 9 ml/h. The user discovered the medication from the container free flowing into the tubing, and about 100 ml had infused in a short period of time. The infusion was disconnected, and no patient injury resulted from the event. In subsequent testing by the user, the free flow event was replicated with other solution.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a free flow event was not confirmed. Physical inspection of the bezel assembly identified damage on the lower harness shroud. The right iui connector was noted with green deposits on pins. The platen upper hinge post was broken. The membrane frame appeared in good condition; however the broken platen upper hinge post was observed wedged in the inner part of the top hinge. Event logs were not returned for this investigation. Rate accuracy testing was performed and the device was within specification. The proximate cause of the customer¿s report of a free flow event appears to be associated to the broken platen upper hinge post. The root cause of the separation of the upper hinge post on the platen was not determined.